Event description:
Patient had left jackson-pratt drain placed monday, (B)(6) 2024 following panniculectomy. Patient evaluated with jp tubing amputated at glued portion of tubing and tunneling device consistent with failed/faulty jp drain. Tunneled tubing was embedded into the abdominal wall requiring repeat surgery and removal of foreign body (B)(6) 2024. No other manufacturer jp drain available. Patient was discharged without sequela.